Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID evproplus-23us (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2022; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, during deployment, one of the frame paddles did not release from the delivery catheter system (dcs). The paddles were released when the handle was turned back in accordance with the recapture procedure. The capsule of the delivery catheter system (dcs) responded when the deployment knob was turned. One deployment attempt was made. Subsequently the valve was able to be implanted. No adverse patient effects were reported.